Event description:
It was reported to medtronic neurosurgery that during a revision of the patient¿s shunt, it was found that there was a hole in the valve through which csf was leaking. According to the report, it is not known if it was damaged by the physician during the surgical revision or if it was a product deficiency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.